Event description:
New information received notes the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, premature battery depletion was observed. The device remains implanted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.